Event description:
It was further reported that a month later the patient expired and the cause of death was unknown. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient outcome, date of death, and date of birth/age. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with and altered mental state and a headache. Computerized tomography (CT) showed left midline shift with intracerebral hemorrhage. The patient later became less responsive, and had a headache and "garbled" speech. Additional information received indicated that a month later the patient expired. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an altered mental state and a headache. Computerized tomography (CT) showed a 0.9 centimeter (cm) left midline shift with intracerebral hemorrhage. The patient later became less responsive, and had a headache and "garbled" speech. Computerized tomography (CT) revealed an increased left midline shift of 1.3 cm. The ventricular assist device (vad) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b3: date of event was corrected from (B)(6) 2020 to (B)(6) 2020. Correction b5: event description was corrected to include additional patient signs/symptoms. Correction b6: laboratory data was corrected to include lab results. Correction b7: relevant history was corrected to include past medical history. Correction h6: patient ime code and imf code were updated. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with fevers and bacteremia. The source of the infection was from intravenous (IV) drug use and infected mouth. The patient was transferred to long term acute care (ltac) on IV antibiotics. A month later, the patient had altered mental status and headache. Computerized tomography (CT) showed a 0.9 centimeter (cm) left midline shift with intracerebral hemorrhage (ich). It was noted that the patient was being treated in ltac for bacteremia/sepsis and fungemia. Another month later, the patient became less responsive, and had a headache with "garbled" speech. The patient was transferred to the hospital and CT revealed an increased in left midline shift of 1.3 cm. In addition, lactate dehydrogenase (ldh) was elevated. It was further reported that the patient expired a two days later, and the cause of death was not provided.

Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was admitted with fevers and bacteremia; the source of the infection was from intravenous drug use and an infected mouth. The patient was transferred to long term acute care for treatment for bacteremia/sepsis and fungemia and was on intravenous antibiotics. A month later, the patient had altered mental status and a headache. Computerized tomography (CT) showed left midline shift with intracerebral hemorrhage. Another month later, the patient became less responsive and had a headache with "garbled" speech; CT revealed an increase in the left midline shift. It was further reported that the patient expired two days later. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with and altered mental state and a headache. Computerized tomography (CT) showed left midline shift with intracerebral hemorrhage. The patient later became less responsive, and had a headache and "garbled" speech. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.